Event description:
An optometrist reported nine to ten patients with corneal infiltrative events following the use of this product and silicone contact lenses. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no lot code or sample was provided by the customer. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined. Additional information was requested via mail on 11/19/2010; via three phone calls during the week of 12/06/2010 - 12/10/2010. Additional information has been requested. (B)(4).